Manufacturer narrative:
Upon revision of the filed MDR the date received by manufacturer was changed from 01/20/2015 to 01/21/2015.

Event description:
A customer reported they were having difficulties getting "latron" within range, when analyzing diff and retics on their lh750 instrument. The adjustments were unresponsive and scatter was unstable. Qc controls were within range at the time of this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The field service engineer (fse) replaced the light scatter pre-amp, aligned / cleaned the flow cell and optimized vcs to resolve this issue. Upon recur, the failure mode identified is likely to cause erroneous diff and or results due to counting / sizing error or measurement error. (B)(4).